Event description:
The glove finger tips tore off and may possibly have been left inside the patient.

Manufacturer narrative:
The customer did not provide the sample or the lot number, therefore the device history record could not be reviewed. Historical trending was done. The customer stated that they could not share any information regarding the incident or any information regarding the status of the patient. Cardinal health is proactively filing this medwatch, and we will continue to monitor complaints for any trends. The actual cause of this complaint could not be determined since (1) the device history record could not be reviewed due to the lot number not being available and (2) the actual complaint sample was not available for investigation.